Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the site had been inaccurate using the straight suction by 5mm. There was less than an hour delay in the procedure. No impact on patient outcome.